Event description:
The customer reported that the subject device displayed a blurred image on the monitor. The issue was found during preparation for use. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service could not reproduce or confirm the customer¿s reported image issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: damage to the ccd unit, sliding error of movable l-range that occurred in the zoom scope, occurred within the allowable range and damage or deformation of the connector. Operation manual: inspection of the endoscopic system. Operation manual: important information ¿ please read before use: warnings and cautions. During the device evaluation, service found the insertion tube was wrinkled. The angle was insufficient. The tapered sleeve was worn. The pliers mouth was worn. The button was aging. The light guide hose was worn. The sticker was broken. The light guide rod was soaked in liquid. The light beam was dark. The rubber had been cut, no water marks. The charge coupled device (ccd) objective lens was slightly scratched. In addition, the connecting tube, the switch box, and switch 1 were dirty. The image guide was damaged. The forceps channel port was shaved. The universal cord was scratched. The plug unit had corrosion. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.